Event description:
It was reported that it all began back in 2006 when the patient was dropped in the hospital and it was believed that the pump dislodged. Patient had not seen ¿therapy relief with dosage problems; was unable to get comfortable and pain meds were started¿. Refill issues with the pump being very difficult to access were occurring for the past year. Sometime around the end of june, beginning of july an assessment was done and the catheter was confirmed as not in the intrathecal space so a new pump and catheter were implanted (B)(6) 2013. Drug delivered via the device was baclofen. Following replacement patient couldn¿t use his hands very well and was flaccid which increased during the course of the day. His doses were being titrated down. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).